Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has 10-15 holes. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg : 4/7/2025 two (2) pictures were received for evaluation. Received nineteen (19) used. As received, one to two holes were seen along the parting line at the trough of each returned circuit. All holes were found on the top half of the circuit. No other damage or issues were found. The complaint about holes in the circuit is confirmed. The cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.